Event description:
It was reported the pump has green blank screen with continuous audible alarm. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: both tamper seals broken. Observed chipped top case corners, bottom case gasket falling apart, cracked battery door and power receptacle seal. Unable review event history log due to blank screen with constant alarm. Power up process. Found blank screen with constant alarm at power up. Incomplete update process by customer. Uploaded software from base to head of the pump to solve the reported problem. Updated to software version v1.6.4. Performed power up process, pm and all functional tests which passed. Blank screen with constant alarm found caused by incorrect process for software update by customer. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.